Event description:
Customer reported seeing elevated blood lead test results with leadcare ii. Confirmation testing results were <1.0 g/dl. Customer did not provide details about the number of discrepant test results. As part of the complaint intake, technical services (ts) requested information on quality controls testing but the customer was unable to provide this information and indicated they will call back to provide the information which will have to come from a technician executing patient testing. Customer indicated that one of the elevated results was 6.4 g/dl while confirmation result of <1.0 g/dl. Customer hung up prior to providing his last name to ts.